Event description:
It was reported that device related thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 24mm watchman laa closure device & delivery system (wds) were used. Device related thrombus (drt) was noted at 6 month follow up transesophageal echocardiogram (tee). There was a complete seal noted during the implant procedure without any change to seal of device. The patient was on plavix for peripheral artery disease (pad) and eliquis 5mg until 45 day tee. The patient was kept on plavix and acetylsalicylic acid (asa) was added. At 6 month tee, eliquis restarted and plavix continued with asa withdrawn. 1 year tee revealed endothelialization and eliquis was discontinued. Asa was resumed and plavix continued. The patient is currently stable and a follow up tee will be in 6 months.